Event description:
Additionally, healthcare professional reported a patient was injected with juvéderm® ultra xc into the nasolabial folds and immediate blanching was seen. The area was massaged with ointment was provided. Aspirin and doxy were prescribed. Patient complained about pain so an ultrasound and hyperbaric chamber treatment were used. Patient reportedly doing fine.

Manufacturer narrative:
Additional data: b3, b5, d1, d6a, h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® and experienced an "occlusion and patient is now receiving hyperbaric chamber treatment".